Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in to review a patient's remote transmission that was showing noise on the right ventricular (rv) lead. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the rv lead also displayed t-wave oversensing (twos). Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.